Manufacturer narrative:
The device remains implanted in the patients eye and is not available for evaluation. The investigation of this event is ongoing and a follow-up report will be submitted upon completion.

Event description:
During insertion of the intraocular lens (iol), the trailing haptic caught in the cartridge as it was being advanced. The haptic was freed and the lens was subsequently implanted in the patient¿s eye. The haptic was found to be cracked and dislocated from the capsular bag, migrating into the sulcus. Two weeks post implant the haptic was repositioned back into the capsular bag. The lens remains implanted.

Manufacturer narrative:
Additional information: b4, g3, h2, h6 and h10/11. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.